Manufacturer narrative:
No contact details for the reporter are available, and records show that the complainant has not attempted to reach out to report this event despite the social media monitoring agency providing them with ulthera's contact details. A review of shipping history indicated a single cellfina system was shipped to a customer in (B)(6) whose business name is similar to the office name mentioned in the comment. That office was contacted on 23-apr-2019 and the practice manager stated they would attempt to identify the patient in their records; however, they confirmed on (B)(6) 2019 that they have not treated a patient with the reporter's initials. As information tying the alleged scarring to a specific treatment or treating office is unavailable, device identification and device evaluation cannot be performed. The report contains no allegation of a malfunction and one cannot be confirmed. There is not enough information to confirm whether a device caused or contributed to the event. Should additional information regarding this event become available, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, the social media monitoring agency emailed regarding a (B)(6) comment posted on (B)(6) 2019. The comment stated "dont do it!!!! Horrific scarring is occurring! My doctor stopped the procedure at her office!!!!" On (B)(6) 2019, the social media monitoring agency forwarded a screenshot with additional information potentially identifying the doctor's office in (B)(6).